Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Emphasys 32 mm liner impactor tip and emphasys liner impactor tip adaptor cannot be taken apart. The product was not returned to depuy synthes, however photos were provided for review. See attachment "win_20260127_10_38_02_pro.jpg". The photo investigation revealed the device (emsys lnr imp tip adpt) assembled with its mating component (emsys lnr imp tip 32). No anomalies were observed. With information provided, and as functional issues cannot be verified through only photo evidence, the reported allegation cannot be confirmed. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the emsys lnr imp tip adpt would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: e3. Corrected: e2.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Emphasys 32 mm liner impactor tip and emphasys liner impactor tip adaptor cannot be taken apart. Patient status/ outcome / consequences --> no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown. The date of event was unknown.